Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced urine leakage, recurrent urinary tract infections, vaginal erosion, bladder perforation, dysuria, vaginal scarring, dyspareunia, mesh erosion, leg pain, abdominal and pelvic pain. According to the physician's office, on (B)(6) 2009, the patient reported urge incontinence. On (B)(6), 2010, the patient reported dyspareunia and pain, and presented with a small mesh erosion into the vagina. As of a follow up appointment on (B)(6) 2010, the patient did not have bladder damage. However, the physician reported that the sling needed some revision. He does not know whether any additional procedures were performed. All other information is unknown and unavailable.